Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that their insulin pump is alarming. Customer states that the insulin pump is alarming. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.